Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed compromised force sensor system. Customer blood glucose reading was 12.8 mmol/l troubleshoot was performed. Customer stated insulin was squirting out during manual process. Customer was not wearing during the priming process. Customer stated there was a gap between the piston and the reservoir stopper. Customer changed their infusion set. Customer stated the drive support was normal. Insulin pump will be returning for analysis. Customer was advised to discontinue use of the pump and revert to a back-up plan per healthcare provider instruction. The insulin pump will be returning for analysis.

Manufacturer narrative:
Insulin pump received with protruded drive support disk, minor scratched display window, cracked display window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip and stained end cap sticker. Compromise forced sensor error alarm during basic occlusion test due to loose/protruded drive support disk. Pump passed idle current test, run current test, displacement test and rewind. Unable to perform self test, off no power test, occlusion test, prime test and excessive no delivery test due to compromised force sensor alarm.